Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was admitted to the hospital. The cause of event was unknown. The patient was treated with vancomycin injection (1gm, intraperitoneal (ip), immediately) and meropenem injection (250mg at first, ip) which on an unspecified date was changed to 1gm, ip once a day) for peritonitis. The duration of the treatment was set to two weeks. At the time of this report, the patient was still in the hospital and was recovering from the event. Action taken with pd therapy was not reported. No additional information was available at the time of this report.